Event description:
It was reported the patient went to the emergency room (ER) due to an issue unrelated to the omnipod system. While at the ER, the patient noticed the pod infusion site was bleeding heavily after wearing the pod on the abdomen for between 1 and 4 hours. The nurse removed the pod and stopped the bleeding. The area was disinfected and a new pod was applied. The patient stayed at the ER for 1-2 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the medical intervention. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.